Event description:
Us clinical case patient. Explanted graft due to an endo leak in 2000. As per info rec'd on 05/03/00, the pt is recovering and doing well after the conversion surgery to open repair. Graft implanted 97.